Event description:
During a subsequent revision (date unknown) for tibial loosening the femoral component came loose from the taper. Surgeon knocked it back on and it's been ok thus far. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
During a subsequent revision (date unknown) for tibial loosening the femoral component came loose from the taper. Surgeon knocked it back on and it's been ok thus far.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.